Event description:
It was reported that the depth gauge measuring tip broke during acetabular screw measurement. There was no patient impacted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.